Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms and arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open front pulse wire. The root cause for the open wire was excessive force. There is no adverse event associated with the defective belt.

Event description:
A us distributor reported that a patient was receiving frequent gong and arrhythmia alarms.